Event description:
It was reported that during a laparoscopic sigma procedure, an error code 5 was displayed after a few minutes. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned and was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, evidence of moisture ingress and a torn acoustic isolator were found. Due to this condition, moisture ingress may result in a hand piece getting hot or gave an error code 4 (temperature issues) to occur. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.